Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'air in line' which was reproduced as a false air in line alarm during evaluation. A review of the event history log identified the multiple presence of 'air in line!' Alarms. The cause was determined to be an out of calibration ultrasonic sensor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'upstream occlusion' which was not reproduced during evaluation. A review of the event history log identified the multiple presence of 'upstream occlusion!' Alarms. The cause was determined to be an out of calibration ultrasonic sensor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion and air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.